Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with information to reset the pump, which resolved the issue without recurrence. The customer was instructed to continue using the pump and to call back if the issue reoccurs, which was acknowledged and understood by the customer.